Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although it is unknown if the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. Additionally, the customer reported that while waiting for replacement product to be shipped by abbott diabetes care, the customer was not monitoring their blood glucose, and began to feel sweaty and confused. Paramedics were called, and the customer was diagnosed with hypoglycemia. Glucose gel was administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.